Manufacturer narrative:
The insulin pump was received with one button with intermittent response due to corroded keypad traces. No button error alarm was noted during testing. The time clock displayed and advanced correctly. The time did not erase during testing. The following cosmetic damage was also noted: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while programming a bolus. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues other than being in bed at the time. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.